Event description:
Additional report received indicate the patient underwent surgical intervention on (B)(6) 2021, wherein the leads were repositioned. No existing leads or devices were explanted. Effective therapy established post-op.

Manufacturer narrative:
A4:patient weight was changed from 170 to 180 based on additional update received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference : 3006705815-2021-00465. It was reported that one of the patient's leads had migrated at an unknown date. As a result, surgical intervention may take place at a later time to address the issue.